Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer declined to return device.

Event description:
Doctor reported the customer does not understand the pump. Doctor stated customer went to the hospital on (B)(6) 2014 for ketosis; was treated with insulin via syringe. Doctor reported the customer has the cartridge wrongly inserted; the piston rod was not connected with the cartridge. Doctor stated the pump works correctly. Requested return of the alleged pump for evaluation; customer declined to return the device.